Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient had a ventricular fibrillation (vf) arrhythmia were there were some undersensed beats and the patient passed out. The patient was seen in the clinic where the amplitudes were measured with a programmer, and it was determined that the amplitudes that were undersensed were 0.26-0.69mv. This shows that vf rhythm very fine and smaller than the agc floor setting. Since the device is programmed to 0.6, technical services suggested they consider making the agc more sensitive. It was noted that there was undersensing during and after charge, where there was a delay in therapy of at most 1 second. The device did not divert, and reconfirmation and therapy of 41j shock was appropriate. The device remains in-service. No additional adverse patient effects were reported.